Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to infection and skin necrosis around the implant site..reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.